Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error during bolus and basal delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer mentioned that they had worn the pump during x-rays several times. The customer was assisted with clearing the alarm and was able to rewind the pump. The drive support cap also appeared normal. Additionally, the customer had mentioned receiving a no delivery alarm, but troubleshooting could not occur since they had already resolved the issue through a complete set change. The customer was advised to call back when the alarm recurs. The insulin pump will be returned for analysis due to the motor error and x-ray exposure and a replacement device was shipped to the customer.